Event description:
It was reported that the patient died. The target lesion was located in the left coronary artery. A 1.25mm rotapro was selected for use. Following the procedure, the patient expired two hours post procedure. In the physician's opinion, the device did not cause or contribute to the patient complication.